Manufacturer narrative:
The defective o2 module was returned to the MFR for further analysis. The failure was found to be the result of the interaction of sensitive component tolerances in the module. In rare cases, these tolerances have been shown to act together such that delivered o2 concentration can be adversely affected. The problem has been corrected in new modules, and the MFR concludes that there is no need for field upgrades.

Event description:
The ventilator stopped working in prvc. The inspiratory and expiratory valves closed. No alarms were activated. The fault was detected via the spo2 readings on the device.